Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to tibial loosening. A cr femur, cs insert, and size 5 baseplate were revised so that the surgeon could convert to a triathlon ts knee. Rep confirmed that there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.